Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical block error noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had the critical block and inverse critical block did not add to zero. The customer¿s blood glucose level was 5.9 mmol/l. The insulin pump will not be returned for analysis.